Event description:
In addition, while the pump was plugged into a power source, the battery gauge display dropped from 75% to 5%.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no reported impact to the customer's blood glucose level. It was indicated that the customer had manual injections available if needed for alternate insulin therapy.